Event description:
It was reported that during a lap gastric bypass procedure, while stapling, the staples stayed in place however, the tissue was not secured in the jaws before it was reopened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.